Event description:
On (B)(6) 2015, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch verio iq meter would not turn on. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the alleged power issue began at an unspecified time on (B)(6) 2015. The patient manages their diabetes with insulin pump therapy and denied making any changes to their normal diabetes management routine as a result of the alleged product issue. The patient stated that ¿1 ¿ 1.5 days¿ after the alleged power issue started they experienced the symptom of ¿dizziness¿. The patient self-treated this symptom by increasing their dosage of novolog insulin. The amount the patient took is not known at this time. At the time of troubleshooting, the cca noted that the patient did not have and test strips in order to walk through resolving the issue. There was no misuse of the product. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged power issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 1 - 6/10/2015 device evaluation.the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.